Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 50ml s/t bns the device had no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the label was missing the expiration date. "

Event description:
It was reported when using the syringe 50ml s/t bns the device had no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the label was missing the expiration date. "

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-21 h6: investigation summary it was reported the expiration date was missing. To aid in the investigation, one case box was received for evaluation by our quality team. The case box label has the expiration date missing. A device history record review was completed for provided material number 301036, lot number 0079590. The review did reveal a detected quality issue during the production of this lot that could have contributed to the reported defect. Further action has been taken. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10